Event description:
It was reported that the physician was not happy that the device had reached recommended replacement time (rrt) in less than four years, considering the programmed parameters. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2010, 1058t competitor implantable pacing lead (B)(6) 2010. (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.